Event description:
It was reported that customer manually calculated and delivered too much insulin through pump, overriding pump calculation. The customer went to the ER and was subsequently hospitalized with a blood glucose (bg) level of 2 mmol/l. The customer received intravenous saline and glucose which resolved the issue. No permanent damage was identified by healthcare provider. Multiple attempts were made to follow up with the customer regarding the release date; however, no response from the customer was received.